Event description:
Boston scientific crm received information that this pacemaker was explanted for normal battery depletion. It was noted that this device experienced a short eri-eol window. The device was returned and initial testing noted this device did not pass labeled longevity. Additional testing is being performed.

Manufacturer narrative:
When analysis is complete, this event will be updated. Upon receipt at our post market quality assurance laboratory, testing confirmed the time between elective replacement time (ert) and end of life (eol) was in specification. Based on the available information, the device exceeded 70 percent of the alternate longevity calculation and did not meet longevity requirements. The device functioned within electrical specification during detailed analysis. Analysis was unable to determine the root cause for the longevity issues.